Event description:
A surgeon reports a patient with an unexpected post-operative refraction following intraocular lens (iol) implant surgery. The association between this event and the iol is not known. Additional information has been requested.